Manufacturer narrative:
It was reported that a communication failure occurred during a surgery. DHR review and review of complaint history were not performed based on the low severity of this complaint. According to technical investigation, the event was caused by a known anomaly. (B)(4).

Event description:
Resident tried to move the arm while it was still in a locked position. The "free" button was selected, but neither "slow" or "fast" had been selected yet. Before "fast" was selected, a communication error occurred and the robot shut down. The device was turned off with the on/off switch and then turned on again and restarted.